Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was opened during a ureteroscopy procedure on (B)(6), 2012. According to the complainant, during preparation for the ureteroscopy procedure, it was reported that the balloon catheter shaft was kinked when coming out of the package. The problem occurred outside the patient. No damage to the outside of the packaging was reported. The physician completed the procedure with another of the same device with no patient complications. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was opened during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, during preparation for the ureteroscopy procedure, it was reported that the balloon catheter shaft was kinked when coming out of the package. The problem occurred outside the patient. No damage to the outside of the packaging was reported. The physician completed the procedure with another of the same device with no patient complications. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. A visual and tactile examination of the shaft of the returned device noted that it was severely kinked just distal to the strain relief. No other damage was noted with the device. The root cause classification of this investigation is handling damage.

Manufacturer narrative:
(B)(4).